Manufacturer narrative:
MDR / initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that the insulin flow was blocked and had high blood glucose levels which was treated by correction bolus via pump and correction pen on (B)(6) 2026.